Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a loaner insulin pump, but the customer only used it for a moment because it was not delivering insulin. The customer reverted to using the old insulin pump which they were supposed to send back since it was replaced due to it having cracks. Blood glucose value is unknown. Troubleshooting was not performed. It was advised that another loaner insulin pump would be sent. The device will be returned for analysis.